Event description:
In early 2009, the patient reported that she changed her insulin cartridge this morning and her blood glucose has been elevated all day and she feels sluggish and disoriented. She stated that she believes she primed but she does not recall insulin dripping from the end of the infusion tubing. She stated that there was an air bubble in the insulin cartridge, but she did not prime it out. She believed the insulin cartridge was filled to 315 units this morning and it currently had 100 units remaining. She later stated that this was due to completing multiple prime cycles to remove the air bubble. She stated that at lunch time, her blood glucose measured 355 mg/dl, and she did not bolus. She stated that she has not taken her pills yet today and should have taken them at 5:00 pm. Her normal blood glucose range is 195-200 mg/dl. She received an e4 (occlusion) error an hour prior to the report and decided to change the insulin cartridge. She was assisted with changing the insulin cartridge and priming a new infusion tubing. The patient performed 3 prime cycles before insulin dripped from the end of the infusion tubing. Her blood glucose measured 254 mg/dl and she stated that she would take her pills to lower her blood glucose. Upon follow up four days later, the patient stated that her blood glucose had decreased. She stated that she has had more air bubbles in her insulin cartridge and that this occurs toward the end of the cartridge. She was educated on how to properly change the insulin cartridge. She stated that she does allow insulin to reach room temperature prior to use. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.